Event description:
Information received by medtronic that nim needed software upgrade ,does not recognize the usb pen, nim takes around five minutes to turns on slowly and is noisy. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4): the customer complaints can be confirmed and are related to the nim vital console with sn:(B)(6). The pi software version installed is v1.5.4 05/18/2024 (7fdf6643) and this needs to be upgraded to v1.6.4 . The batteries are more then 2 years old and need preventive replacement. H10:regulatory report for console nim4cm01 serial: (B)(6) console nim4cm01 nim 4.0 lot :224834310 is submitted under regulatory report 1045254-2024-01836 h6:previous code b21,c21,d16 , g02005 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received the event occurred during software upgrade attempt, no patient scheduled.

Manufacturer narrative:
H3 - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received the event occurred during software upgrade attempt, no patient scheduled. There was no software issue, user was requested for software update. The usb was working with other nim and interface in other hospital and clinics.